Manufacturer narrative:
(B)(4). Device details, patient medical history, post primary and pre-revision x-rays, explant and reason for revision have been requested in order to progress with the investigation. Device manufacturing records to be reviewed.

Event description:
Cormet revision after 8 years 7 months due to dislocation.